Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented visible air bubbles. Physician placed faradrive into the left atrium successfully and was able to flush and aspirate through side port. As farawave entered the sheath, physician attempted to aspirate but was pulling in air from the valve. To solve the issue the device was replaced, and the procedure was completed successfully. The device is expected to be returned.